Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Excessive no delivery test and occlusion test weren't performed due to motor error alarms. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's teacher at camp reported via phone call, the insulin pump had alarmed motor error. Customer's blood glucose was unknown. Customer's teacher stated the device wasn't dropped or bumped. Customer's teacher was advised the device needed to be replaced and agreed to return the device for analysis.